Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01784. Follow up revealed that the patient's scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-01784. It was reported the patient is not receiving adequate therapy. An impedance check revealed low impedance on several contacts. As a result, the patient plans to undergo surgical intervention to address the issue.